Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It wa s reported that the patient has not been since the incident and was told to call the rep if the issue persisted. The rep reported that they have not heard from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient fell off a ladder and subsequently breaking his leg. The rep reported that when the patient recovered enough to try to use stimulation the battery ¿shocked¿ him when he used the recharger. The rep reported that the patient was instructed to turn off the stimulation until his follow up appointment on (B)(6) 2018. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had fallen off a roof, broke their leg and were hospitalized, but confirmed that the fall and broken leg were not related to the implant or therapy. The patient did not hit the ground but thinks it was more of a jolt to his spine then a direct fall. The patient stated he had a couple of cat scans and needed an mrifor his back problems. The patient mentioned the implant needed to be recharged so he put the antenna over the implant and got a little bit of a shock on the outside of his skin which had never happened before. It was noted that before the fall everything was fine with recharging. The patient had turned the implant on a few days prior to the call to see if the implant would work when he was in the hospital. When he turned it on he did not feel anything and did not make adjustments because he was afraid to and then turned the implant off. The patient explained that the t therapy helped his back problems but was not great and he got around 50% reduction in his symptoms. The patient stated that the therapy was fine, he was just worried about turning the implant on. Additional information received from the manufacturer representative reported that stimulation was no longer in the same place. The patient was feeling tingling at the battery site. It was noted that the fall may have contributed to the issue and stimulation was turned off. The issue was not resolved at the time of the report. The patient was making an appointment with their healthcare provider and was going to meet the representative as well.